Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2020-(B)(6) rtg0101035 (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins is not holding a charge and she has to charge every month for the last 6-8 months. Patient states she'd like to know if mdt will call her when the ins needs to be replace. Patient reports when she is charging her ins she has stand up or lay down to get the coupling bars and that's how its always been since she had the implant. 2020--(B)(6) e1, rtg0101035 update x2 (con): patient called back and wanted to speak to a rep to see if they have a recharger she could borrow because she misplaced hers. Foundation care was going to send her a new recharger. Patient said her ins is now dead and she is in pain because she can't charge her ins. A notification was sent to the reps. 2020--(B)(6) patltr: additional information received from the patient indicated that they had a change in activity level, and misplaced their recharger. They stated that after they found their recharger, the device works great.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called back and wanted to speak to a rep to see if they have a recharger she could borrow because she misplaced hers. Foundation care was going to send her a new recharger. Patient said her ins is now dead and she is in pain because she can't charge her ins. A notification was sent to the reps.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins is not holding a charge and she has to charge every month for the last 6-8 months. Patient states she'd like to know if mdt will call her when the ins needs to be replace. Patient reports when she is charging her ins she has stand up or lay down to get the coupling bars and that's how its always been since she had the implant.